Event description:
It was reported this lead implanted to this patient is damaged. The patient has been scheduled for a pulse generator replacement due to its inclusion in the lngenio high battery impedance advisory and the physician mentioned the possibility of also replacing the damaged lead. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).